Event description:
According to the reporter, during a procedure, the patient experienced a pneumothorax caused potentially during initial registration. A chest tube was placed to resolve the issue. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case, but the patient had extended hospitalization.

Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.